Event description:
Clinical specialist reports leak at white twist clamp area of a "couple week old" transfer set. Specialist reports unit believes this leak to be the result of user technique. Specialist reports set was changed with no resulting injury.